Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that door clicks were not opening. The field service engineer resolved the issue by relocating the cable to the correct auxiliary port, which restored remote manager functionality. The system functioned as intended after the field service engineer repaired the device. D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the remote manager clicks but not opening. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.